Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of insufficient hemostasis could not be replicated, as the event unit met current specifications. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tlh with bilateral salpingectomy. Event description: complaint 1 of 2: 2021-000126 - will address the ea020. Complaint 2 of 2: 2021-000144 - will address the 2 units of eb215. The account manager was present for the case. The surgeon had activated 5 times on the fallopian tubes and moved on to the broad ligament. Around the 10th or 11th activation the surgeon received the seal cycle tone, but did not receive the end tone or any alarms. There was some steam, but the seal was not complete and there was some general oozing from the seal site. This occurred 5 times in a row. The account manager obtained a new eb215 (from the same lot). The same thing occurred with the new handpiece. The seal cycle tone was heard, but there was no end tone or alarms and the device was not sealing. The generator was unplugged and rebooted, but this did not resolve the issue. A new generator was brought in and the 2nd handpiece was plugged into the generator. The case was completed without further issue. There was no tension applied to the vessel that was being sealed. There was no eschar buildup on the jaws when the insufficient hemostasis was observed. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The device was not activated on inflamed tissue. The patient was precancerous. There was no patient injury. The generator and both handpieces are available to be returned. Type of intervention: a new generator was brought in to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be submitted upon completion.

Event description:
Procedure performed: tlh with bilateral salpingectomy. Event description: complaint 1 of 2: (B)(4)- will address the ea020. Complaint 2 of 2: (B)(4)- will address the 2 units of eb215. The account manager was present for the case. The surgeon had activated 5 times on the fallopian tubes and moved on to the broad ligament. Around the 10th or 11th activation the surgeon received the seal cycle tone, but did not receive the end tone or any alarms. There was some steam, but the seal was not complete and there was some general oozing from the seal site. This occurred 5 times in a row. The account manager obtained a new eb215 (from the same lot). The same thing occurred with the new handpiece. The seal cycle tone was heard, but there was no end tone or alarms and the device was not sealing. The generator was unplugged and rebooted, but this did not resolve the issue. A new generator was brought in and the 2nd handpiece was plugged into the generator. The case was completed without further issue. There was no tension applied to the vessel that was being sealed. There was no eschar buildup on the jaws when the insufficient hemostasis was observed. There were no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The device was not activated on inflamed tissue. The patient was precancerous. There was no patient injury. The generator and both handpieces are available to be returned. Type of intervention: a new generator was brought in to complete the case. Patient status: no patient injury.